Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #7 was removed as it was fractured. The fractured implant was discovered via x-ray imaging. The site was grafted for a future implant replacement.